Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient went through a metal detector and afterwards the patient's lower back on the opposite side of the device was really sore and uncomfortable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.